Event description:
Related manufacturer report number: 2017865-2025-14732. It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch and the right-ventricular (rv) lead exhibited r-wave amplitude variation. As a resolution the ra lead were addressed by programming. No intervention was performed for the rv lead. The patient was stable.